Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown.

Event description:
It was reported that patient underwent an acl ligament repair procedure utilizing an endoscopic pump on an unknown date. During the procedure, the screen of the pump displayed an error message and the motor stuttered. A different biomet endoscopic pump was used to complete the procedure. There was a delay greater than thirty minutes to the procedure as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report.

Event description:
It was reported that patient underwent an acl ligament repair procedure utilizing an endoscopic pump in (B)(6) 2014. During the procedure, the screen of the pump displayed an error message and the motor stuttered. A different biomet endoscopic pump was used to complete the procedure. There was a delay greater than thirty minutes to the procedure as a result.

Manufacturer narrative:
The device was forwarded to the supplier manufacturer for evaluation. During the evaluation, it was noted the component had a motor failure. CAPA (B)(4) has been initiated for design improvements.